Event description:
Pt was cooking in their house while wearing oxygen. Somehow the flames from the cooking mixed with the oxygen and burned her face. The pt sustained 2nd degree burns to the face. There was no problems with the oxygen concentration.